Event description:
Information received indicates the bed has no functions due to corrosion on the foot board connectors.

Event description:
The customer contacted baxter's technical service center for assistance with restarting therapy on the homechoice (hc). The home patient (hp) did not open the patient line clamp during the prime cycle and then connected. The hp started initial drain and saw air in the lines. The hp stopped therapy. The tsr advised the hp to disconnect and restart with new supplies. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a sample was not requested.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Event description:
Customer allegedly received the following results for a patient, with two different roche meters, within 10 minutes: 39 mg/dl (inform (B)(4)) and 364 mg/dl (inform (B)(4)). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The cause for the report of air in the patient line was due to the patient line clamp being closed during the prime cycle. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.